Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the patient began having increased oxygen demands. This was apparent by dropping partial pressure of oxygen (pao2) values (low 200s) and eventual maxing-out of fraction of inspired oxygen (fio2) at 100%. The perfusionist suspected this patient may have unusually high oxygen demands on bypass and had a second oxygenator pre-cut into the bypass machine, just in case it was needed. The second oxygenator was opened up and running in-parallel with the original oxygenator and papo2 over-doubled in value (500s). Blood gases were taken from the post-ox pigtails on each oxygenator (both at the same sweep and fio2) and the values were nearly identical. There were no adverse events on bypass and the patient continued to receive full support since the second oxygenator was placed ahead of time. The perfusionist did not agree that the oxygenator was failing, as they felt that the post oxygenator vitals remained strong. No consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.